Manufacturer narrative:
Date of birth - 1951. Patient identifier - (B)(6). Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID 2134265-2012-04186, MDR ID 2134265-2012-04185. It was reported that after a stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion #1 was a long lesion located in the mid rca (right coronary artery) extending into the distal rca with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with rotational atherectomy, pre-dilatation and placement of a 3.0 mm x 32 mm taxus element stent, with 0% residual stenosis. The subject returned to the catheterization lab in (B)(6) 2011 for a staged procedure. The 1st obtuse marginal of the left circumflex artery (lcx) was treated. The target lesion #2 located in the 1st obtuse marginal with 95% stenosis was 10mm long with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with direct stent placement of a distally overlapping 2.50 mm x 12 mm and 2.50 mm x 12 mm taxus element stents, with 0% residual stenosis. During 2nd index procedure, a non-target lesion located in the distal left anterior descending artery (lad) was treated with pre-dilatation and placement of a 2.50 mm x 12 mm promus element drug eluting stent and the procedure was described as a "success" with 0% residual stenosis. Post both the index and staged procedure, the subject had elevated troponin and a myocardial infarction was reported. An electrocardiogram was performed. It was noted that the subject did not experience ischemic symptoms and no other action was taken to treat this event. The subject was discharged on aspirin and clopidogrel.